Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the event. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery took place in which a fractured plate was removed.

Manufacturer narrative:
Device evaluation has been completed and it was found that the plate likely fractured due to uniaxial bending fatigue from cyclic loading. The implant was made to specification. There were no material or structural inconsistencies.